Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the gap between cable unit and water leak in the switch flexible printed circuit unit was traced to component failure. However, the cause of the no image issue was water leak in the camera unit. The conclusion was that the issue was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the camera head to the service center for a separate issue. During the device analysis, the service repair technician identified that the device exhibited a gap between cable unit, water leak in the camera unit and switch flexible printed circuit unit and no image issue. There was no patient involvement.